Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise in ventricular high rate monitor detail log. Max ventricular rates were greater than four hundred beats per minute. It was noted that no patient symptoms were reported and that the patient was seen by a cardiologist. The lead remains in use. No patient complications have been reported as a result of this event.